Event description:
Device 1 of 2. Reference MFR report#: 1627487-2014-05777. It was reported the pt experienced pocket heating while recharging the ipg. Over time the pt stopped recharging the ipg as recommended. As a result, the pt plans to undergo surgical intervention. On 08/01/2012, st. Jude med, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.